Event description:
It was reported that the lead was not correctly connected to the device and because of that, impedances of the lead reached values above 3000 ohms. During revision, the impedances, thresholds and sensing of the lead were measured and no issues were observed with the lead. The device was replaced due to the medical judgement/decision of the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.